Manufacturer narrative:
Product analysis: the device was returned for analysis. Patency of the inner lumen was checked when a 0.014 inch mandrel was passed through the inner lumen out through the tip of the device, there was no resistance noted. The distal tip of the device was slightly damaged; however this is consistent with the use of the device in-vivo. A visible pinch was noted on the balloon, distal to the proximal inner marker band. Negative prep was performed on the device and a steady stream of bubbles was observed in the syringe, indicating the presence of a leak. On pressurization of the device, a leak was detected on the working length of the balloon and the balloon failed to maintain pressure. Visual inspection confirms the presence of a short longitudinal tear with a lead in scratch on the proximal side. The material of the tear site was jagged and uneven. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use two euphora rx balloon catheters to treat a mildly calcified and mildly tortuous mid-distal lad lesion, exhibiting 75% stenosis. The first device was removed from its packaging and inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that resistance was not encountered when advancing the device and excessive force was not used. It was reported that the device passed through a previously deployed stent. It was reported that during the first balloon inflation attempt to pre-dilate the lesion, at 14atm, the balloon failed to inflate. The physician then attempted to use the second device. The second device was removed from its packaging and inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that resistance was not encountered when advancing the device and excessive force was not used. It was reported that the device passed through a previously deployed stent. It was reported that during the first balloon inflation attempt to pre-dilate the lesion, at 14atm, the balloon failed to inflate. It was reported that the physician then used a non-mdt balloon catheter, which ruptured during the procedure (not confirmed), however the physician was able to complete the procedure successfully. The same inflation device was used with other devices pre or post the inflation difficulties encountered with no issues encountered. It cannot be confirmed if the balloons were moved or repositioned prior to the inflation difficulties. The balloons failed to inflate completely. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.